Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user temporarily disconnected from the ilet after running out of insulin overnight and later experienced a low blood glucose event after dinner, which was corrected with oral carbohydrates; prolonged hyperglycemia also occurred earlier due to an incorrectly inserted infusion set and disconnection without long-acting insulin coverage. Symptoms included hypoglycemia with a lowest reported glucose of 65 mg/dl and sensor-reported hyperglycemia. Outcomes included transient symptomatic hypoglycemia lasting about 30 minutes without medical intervention or assistance and subsequent return to target range. Investigation included review of device use and patient education on reconnection timing after rapid-acting insulin, proper supply change procedures including disconnecting and rewinding the piston, meal announcement practices, and use of features for meal size and snacks. Investigation of this case revealed user-related factors, including running out of insulin, missed or delayed meal announcements, and an incorrectly inserted infusion set leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error with contributing factors related to infusion set handling and insulin administration practices. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.